Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented complaints of palpitations due to tachycardia. The left ventricular lead exhibited high thresholds. The device was reprogrammed, issue was resolved successfully.

Event description:
New information states that the left ventricular lead continued to exhibited high thresholds. The device was reprogrammed.